Event description:
It was reported that the 8800 system workstation would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board and the power control board were replaced during the service call.